Event description:
On (B)(6) 2019, a reporter for the patient (the patient's wife) contacted lifescan (lfs) USA, alleging that her husband's onetouch ultra 2 meter displayed inaccurately low results compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when the reporter was contacted by a senior cca for follow-up information on september 5, 2019. The reporter alleged that the meter was reading inaccurately from around 10pm on (B)(6) 2019. She stated that around 11pm on (B)(6) 2019, the patient obtained an alleged inaccurate blood glucose result on the subject meter of "56 mg/dl" which the patient considered low compared to his feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with 75 units of lantus insulin (no adjustments). The reporter indicated that around 11pm, the patient "took an orange juice" after obtaining the reported result. She stated that the patient took 3 further readings on the meter around 11pm, obtaining results of "91, 61 and 102 mg/dl" and "ate cereals". She also indicated that around 11pm on (B)(6) 2019, the patient felt "dizzy". She reported that the patient was taken to the emergency room (ER) where he received "IV fluids" "for dehydration"; no blood glucose results were provided for readings taken during the ER visit. During troubleshooting, the reporter confirmed that the meter was set to the correct unit of measure; however, the cca established that the patient's test strips had expired in may 2018, invalidating the results obtained on the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event requiring medical intervention, after obtaining alleged inaccurately low blood glucose results on the subject meter while using test strips which had expired in may 2018.